Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-26-us, serial/lot #: (B)(4), ubd: 26-feb-2021, UDI#: (B)(4). The valve remained implanted and the delivery catheter system (dcs) was discarded by the customer. Therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, as the nose cone of the delivery catheter system (dcs) was being withdrawn, it caught the crown of the valve and dislodged the valve. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.